Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter and aspirex were receive for evaluation and physically investigated. During physical investigation the catheter did not rotate with the hand magnet and required flushing. The test guidewire passed through without any resistance. After running in the water lower than nominal aspiration level was achieved. The noise was not observed during investigation and therefore, the reported noise cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure via brachio cephalic fistula. It was reported that during the procedure, the guidewire was allegedly stuck inside the catheter, and a hard sound was heard. There was no reported patient injury.